Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h11 visual examination of the returned product identified signs of use in the form of pitting and gouges on the surfaces. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. Complaint is not confirmed. As it is unknown why or how the patient fell in their home, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient fell and ruptured his extensor mechanism in the right knee after total knee replacement. While the extensor repair was being conducted the surgeon chose to exchange the bearing and go with the additional stability of the cps bearing.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a fall at home and was revised for unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.